Manufacturer narrative:
Patient identifier and date of event: sid (B)(6): (B)(6) 2021. No sids were provided for the other 20 samples: (B)(6) 2022. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any issues or trends for the complaint lots. Device history record review did not identify any potential non-conformances, non-conformances or deviations associated with the likely cause lot. Historical performance was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit and found to be within the established limits. Therefore, no unusual lot performance was identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 75304un21 was identified.

Event description:
The customer observed falsely elevated troponin results generated on an architect i1000sr analyzer. On (B)(6) 2021, sid (B)(6) initial result = 1.855ng/ml, repeat result = <0.010 ng/ml. Lab normal range is <0.010 to 0.034 ng/ml. Additionally, on (B)(6) 2021, the customer observed 20 patient samples with high troponin results that repeated normal on another instrument. No specific results were provided for the 20 patient samples. The customer had placed reagent on with no septum cover. Evaporation over time and possible splashing can cause increased concentration of reagent. Customer had replaced the open (no septum) bottle with new reagent bottle with septum; however, it is not known if the discrepant results were before or after the bottle was replaced.